Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -9.0/2.5/093 (sphere/ cylinder/ axis), implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault. This resolved the problem.